Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow up report. (B)(4). Result of investigation: the service technician was able to duplicate the unit battery lasts for 5 minutes. Service technician performed bench testing. All testing was performed with a good known test ac adapter. When ventilator is plugged in with an ac adapter, ventilator displays amber on charge status. After couple hours of charging charge status led displays solid green. Ventilator failed 40 minute battery duration test. Installed a good known test internal battery and charge status led was solid green. Ventilator passed battery duration test with a good known test internal battery.

Event description:
The customer reported the model ltv (lap top ventilator) 950 ventilator unit battery would last for 5 minutes. The customer reported that the device was in use with a patient but it alarmed appropriately, so they were able to intervene and there was no patient harm. The customer also reported that the patient was disconnect the power source to the ventilator in order to use the bathroom and would forget to plug the device back in so that may have contributed to using up the internal battery.